Manufacturer narrative:
Unit received with broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unit p-cap, test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that rattling noise inside the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.